Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15884. The patient had 4 leads (2 from one lot and 2 from another lot) implanted as part of her scs system. It was reported the patient's scs system is no longer providing adequate pain relief. Reprogramming was unsuccessful. The patient's scs system was subsequently explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.